Event description:
It was reported that the insulin pump alarmed button error while trying to deliver a bolus. Blood glucose value was 132 mg/dl. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent up arrow button response due to moisture damage on keypad trace. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, cracked lcd window and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.